Event description:
Additional follow up with the reporter revealed the vns programming system was freezing on the interrogation screen which was preventing interrogation. When the computer flashcard was reinserted, the computer was able to successfully interrogate a test vns generator. The patient's vns generator is not suspected to be at end of service or have any device issues.

Event description:
Reporter indicated a patients vns generator was not able to be interrogated, and was not believed to be at end of service. Troubleshooting with the vns programming wand and computer has not occurred to date, but is pending. A battery life estimate performed by the manufacturer resulted in approximately 4 years remaining. Attempts for additional information are in progress.

Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated the patient was seen on (B)(6) 2013 and the vns device was successfully interrogated.